Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time had not been changed for daylight savings. Tandem technical support assisted the contact with correcting the pump time. There was no reported impact to blood glucose.